Event description:
It was reported that the patient received multiple inappropriate shocks. The lead had an apparent fracture. The lead was replaced. The patient also reported they believed their implantable cardioverter defibrillator (ICD) did not last as it should have. The ICD was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed and no anomalies were found. (B)(4)